Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin was leaking from the reservoir. It was stated when the customer changed the reservoir, the reservoir compartment had a load of insulin in it. No further information was provided.